Event description:
Voluntary medwatch received states that the patient's right atrial (ra) exhibited high impedance measurements and far r oversensing resulting in atrial tachy response (atr) episodes. Programming adjustments were discussed with the clinic. No intervention was reported, and the patient experienced no adverse clinical consequences.

Event description:
Voluntary medwatch received states that the patient's right atrial (ra) exhibited high impedance measurements and crosstalk resulting in atrial tachy response (atr) episodes. Programming adjustments were discussed with the clinic. No intervention was reported, and the patient experienced no adverse clinical consequences.

Manufacturer narrative:
Correction - section b5: added crosstalk, rather than far r oversensing.